Event description:
It has been reported to philips the customer reports that the defibrillator was unable to shock the patient. The defibrillator repeatedly indicated "shock recommended," but seconds later, it cancelled the shock and kept the analysis on. After analyzing the logs and retrieving information from the customer, it seems that during the analysis of the defibrillator, users were performing CPR, which may have generated a trace detected as an arrhythmia for the defibrillator, this generated the message "shock recommended", following this message, the users stopped the CPR and the asystole immediately reappeared, the device detecting it in the seconds which arrive, carries out a new analysis, this pattern was repeated several times. Impact issue (q8): patient death. Usage of device (q9): cardiac care. Clinical use (q10): yes. Follow up clinical use 1 (q11): yes. Follow up clinical use 2 (q12): continued. Frequency of occurrence (q13): sometimes (2-3). Impact to the patient (q14_1): death. Actions to resolve (q15_1): they kept using CPR.